Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. The controller¿s power continued ¿dropping out" on the left power port which occurred with all the batteries. Of note, the patient felt well. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction. A correction was noted to h2: dev ret to MFR? Was corrected to yes. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis the returned controller revealed that the device passed functional testing. The controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. The no power alarm, powered by the internal nickel-metal hydride (nimh) battery, functioned as intended when both power sources were disconnected from the controller. An external visual inspection of the returned controller revealed contamination within both power ports, the serial port, and the pump connector. The observed pump connector contamination and serial port contamination are additional findings not related to the reported event and likely due to the handling of the device. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections, as well as momentary disconnection that did not lead to premature power switching events within the analyzed period. Momentary disconnections will result in an audible tone or "beep". In addition, review of the alarm log file did not reveal any controller fault alarms within the analyzed period. As a result, the reported controller fault alarm and depleted internal battery events could not be confirmed. The reported controller¿s power continued ¿dropping out" on the left power port event could not be confirmed, however, the momentary disconnections might be what the patient experienced during the reported event. The associated batteries had been lubricated prior to the event date. The most likely root cause of the power ports contamination can be attributed to the handling of the device. The most likely root cause of the premature power switching and "beeps" can be attributed to momentary disconnections due to contamination within the power ports, and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controller internal battery was depleted.

Manufacturer narrative:
### A supplemental report is being submitted for an update to: -b5. Desc evt problem -d9. Device available for evaluation <(>&<)> return date -h2. Additional info <(>&<)> device evaluation -h3. Device evaluated <(>&<)> no eval explain code -h6. Device codes (fdd/annex a): -img (annex g) component investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.